Event description:
A caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level, as it remained between 54-500 mg/dl. The customer initially attempted to reload the original cartridge, but this did not resolve the issue. With guidance from technical support, the customer successfully filled and loaded a new cartridge onto the pump and was able to resume insulin delivery.